Manufacturer narrative:
Complaint device was returned and evaluated on 08-feb-2021. Kinks on tapered and non- end of the device were confirmed. The pigtail straightener was also noted to be returned in the wrong orientation. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the receipt of the device and device evaluation 08-feb-2021. Initial report details: ercp was performed and a boston scientific pathcourse 0.025inch angle wire guide was placed in the body. The user tried to advance the stent over the wire guide but failed. A competitor's stent was used instead and the procedure was completed. There have been no adverse effects to the patient reported. The user is familiar with handling this product and I think his handling of the complaint product was no problem.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 of lot # c1768195 was returned to cirl for evaluation open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on (B)(6) 2021. Kinks was observed at the 2nd, 3rd and 5th portholes on pigtails at the tapered end. Kinks was observed at the 3rd and 5th portholes on pigtail at non tapered end. Pigtail straightener was returned in the wrong orientation meaning the flared end was facing the non tapered end of the stent. A 0.035-inch wire guide did not pass the kink. Document review including IFU review: prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-7 of lot number c1768195 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1768195. It should be noted that the instructions for use (IFU (B)(4)) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ the japanese packaging insert (c-es0202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Information received from the rep stated that the user only straightened the tapered side and did not straighten the other side and it is possible that the user did not remove the straightener from the stent. Input from production stated that as per fqc0148, measurements on the outer diameter and length of the pigtail straightener are carried out but that a check of the orientation of the pigtail straightener is not a requirement under the procedure. Root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used with the reported device. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Final MDR report being submitted as the investigation was concluded on (B)(6) 2021. The results and conclusions are outlined in section h of this report. Ercp was performed and a boston scientific pathcourse 0.025 inch angle wire guide was placed in the body. The user tried to advance the stent over the wire guide but failed. A competitor's stent was used instead and the procedure was completed. There have been no adverse effects to the patient reported. The user is familiar with handling this product and I think his handling of the complaint product was no problem

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Ercp was performed and a boston scientific pathcourse 0.025 inch angle wire guide was placed in the body. The user tried to advance the stent over the wire guide but failed. A competitor's stent was used instead and the procedure was completed. There have been no adverse effects to the patient reported. The user is familiar with handling this product and I think his handling of the complaint product was no problem.